Event description:
It was reported that during inspection for use, the gastrointestinal videoscope displayed b30 (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 (scope communication error) a root cause could not be definitively identified. Based on the results of the investigation, the most probable cause of the b30 (scope communication error) was e216 (scope communication error), which occurred due to fluid invasion inside the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.